Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06178. It was reported that burr stuck on wire occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a rotawire were used to advance and treat the target lesion. During procedure, it was noted that the wire might have been caught and the burr did not move. The procedure was not completed due to this event. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined and no damage or irregularities were identified. The advancer knob was loosened and advancer forward and backwards with no resistance or issues. The rotawire used in the procedure was not returned for product analysis. Functional testing was completed with .009¿ rotawire. The advancer knob was moved forward and tightened, and then the rotawire was inserted through the burr. The rotawire was able to advance through the burr unit and advancer unit with no difficulties or issues. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06178. It was reported that burr stuck on wire occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a rotawire were used to advance and treat the target lesion. During procedure, it was noted that the wire might have been caught and the burr did not move. The procedure was not completed due to this event. No patient complications reported.